Manufacturer narrative:
A ge rep evaluated the system and restrapped the input power transformer. System operates as intended.

Event description:
Customer reported the system is alarming when plugged in. No pt injury was reported.